Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 02-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the ins and lead were replaced on (B)(6) 2019. On (B)(4) 2019 the rep/hcp further clarified that the lead was replaced due to 7 out of 10 were higher than 4000 ohms and battery life was unknown. The date the impedance was first noted was unknown, and it was not known whether there were contributing factors. The hcp disposed of the product. No symptoms were reported and no further complications were reported or are anticipated.